Manufacturer narrative:
Complaint conclusion: as reported, the indicator wire of a 5f exoseal vascular closure device (vcd) does not get caught in blood vessel while pressing button and the plug is caught in tip part. There was no reported patient injury. Additional information was requested but not provided. One non-sterile exoseal vascular closure device, 5f, involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received partially depressed, while the guard was not locked. The plug was partially deployed, and the indicator wire was found not deployed. A non-cordis catheter sheath introducer (csi) was returned apart from the received unit. Finally, the indicator window was received in the black/white and red position. During this visual analysis, a kink was observed on the delivery shaft, located 13.8 cm apart from the distal tip. Dimensional analysis was conducted in a portion of the delivery shaft near to the affected area to verify the outer diameter. The results of the dimensional analysis were found to be within specification. Additionally, the dimension of the delivery shaft inner diameter (ID) was reviewed according to the parameters. During the analysis it was confirmed that the dimension of the ID were within specification. The functional deployment simulation evaluation could not be performed, as the unit was received with a partial depression of the deployment lever that resulted in the partial deployment of the plug. Additionally, it must be mentioned that the guard was found unlocked. This is important, as an activation of the deployment lever before achieving the indicated indicator wire deployment would result in an inadequate actioning of the device, as the black/black position would not be achieved because the indicator wire would not be deployed and therefore, will not engage the vessel. No functional analysis could be performed due to the partial deployment of the device as received, however, locking of the guard was completed to evaluate if any guard issue could be impeding the adequate use of the device. The guard was locked as expected, but the indicator wire deployment could not be achieved due to the conditions of the device received, where it was already partially actuated. A high magnification evaluation was executed to evaluate the device's internal mechanism assembly configuration. During this analysis, no abnormal conditions were observed to be reported. No internal mechanism issues or defects were observed. The reported event of indicator wire damaged loop was not observed through analysis of the returned device. A kink on the delivery shaft was observed, as well as partial deployment due to partial actuation of the lever. However, there were no anomalies to the internal mechanism. The guard was received unlocked. As the device was received with the cowling/guard not locked, it is likely that any issues experienced when attempting to use the device may be related to handling factors of the cowling/guard during use as the condition indicates an incomplete depression of the cowling/guard may have occurred. However, the exact cause of the event could not be determined. The exoseal IFU notes the following: (xi.5) once the hub of the sheath introducer engages with the indicator wire cowling retract them together using one fluid motion until they lock into position against the handle assembly and an audible ¿click¿ signifies proper connection. The indicator wire will automatically deploy at this point. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator wire of a 5f exoseal vascular closure device (vcd) does not get caught in blood vessel while pressing button / plug is caught in tip part. There was no reported patient injury. Additional information was requested but not provided. The device will be returned for evaluation.